Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.00 mm/2.0 cm/90 cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.